Manufacturer narrative:
The event was reported by the sales representative: the healthcare facility is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed as the trip wire was shredded. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.